Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused cough,headaches and sinus infections and skin irritation. The patient did report receiving medical intervention and was prescribed antibiotics. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged cough, headaches, sinus infections and skin irritation, taken antibiotics for sinusitis. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation. . The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,d9,g3,h1,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cough, headaches and sinus infections and skin irritation. The patient did report receiving medical intervention and was prescribed antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.